Event description:
The following has been reported: biomed reported: during an active emergency transport of a pt to another facility in an ambulance the pump displayed an error for service during an active infusion of a critical care med. The staff member had to switch from the broken unit to a unit giving blood to maintain the infusion; the prbc had to be infused manually by hand. Drug name: levophed. A preliminary review identified the following issue: infusion stopped. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Upon evaluation, the fva pins were found to have severe drag. An internal cleaning was done which resolved the drag.